Event description:
It was reported that during a resection procedure, the device broke. A piece fell into the patient's body and was retrieved. Another like device was used to complete the case. There was no consequence to the patient.